Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced glare, poor distance vision. Hence the lens was explanted and advanced technology intraocular lens was implanted in a secondary procedure. The clinical reason for explant was unable to improve with glasses or contacts. Additional information was requested and received stating that there was no patient harm.